Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The us complainant had a 5.5 failed delivery. The team observed native anatomic limitations. When the 5.5 failed delivery a cp was used instead, which also failed delivery. The case was aborted due to length of procedure and blood loss. One unit prbc was given in the cath lab to treat the noted blood loss.